Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The cus reported that they were unable to acquire an ECG waveform via pads for a pt in cardiac arrest via either the AED or manual mode with an associated "attach pads" message. They attached a second defibrillator to the pt and the rhythm was identified as asystole. The outcome of the pt and whether the device behavior impacted that outcome has not yet been reported by the customer.